Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the receiver ((B)(4)) that was used with the complaint device was returned for evaluation on 04/30/2015. A follow-up report wil be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, receiver device (part number str-gl-001/serial number (B)(4)/lot number 5191739), being used with the complaint transmitter device, was returned on (B)(4) 2015 for evaluation. The returned complaint receiver was visually inspected and no defect was found. A review of the downloaded receiver log found a hardware error code. The reported event of an intermittent out of range signal was confirmed. The root cause was determined to be a hardware component failure. The dexcom g4® platinum continuous glucose monitoring system rev. 11, under section 13.8.2 receiver error code notes the following: this screen shows an error code that means the receiver may not be working properly. Write down the error code and contact dexcom technical support. Continue to check your blood glucose value using your blood glucose meter. No alert sound or vibration will warn you that you are no longer getting sensor glucose readings.